Event description:
It was reported that the pump was hot to touch while charging. Reportedly, the pump was charging during the event. There was no reported adverse impact to customer's blood glucose level. The customer reverted to manual insulin injections for insulin therapy.